Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 06/23/2010, 06/25/2010, 07/09/2010, 07/12/2010, and 07/13/2010 by phone, fax, and mail. A completed questionnaire has not been received. (B)(4).

Event description:
Adverse event(s): "eye hurts" (pain); "feeling of pressure"; "see lines" (visual disturbances); "eye burns" (burning sensation); "something is in her eye" (foreign body sensation); "cannot focus" (vision, impaired); "probably infected" (infection). Product problem(s): "lens seems to move" (unstable [iol (intraocular lens) implant]). A consumer reported that following intraocular lens (iol) implant surgery, she began experiencing eye pain approximately 10 days after her surgery. She reported that sunlight and artificial light caused pain and pressure. The consumer reported the surgeon on call told her that she probably had an infection in her eye. The consumer reported her routine postoperative medication was continued for two and one half months due to the infection. In addition, the consumer reported that she began to see a black line in her vision when laying on her right side. The consumer also feels that the iol moves when she is laying on her side. The consumer reported she has seen multiple health care providers regarding her problems with her eyes. She related the physicians have told her that her symptoms are not from the iol, but from dry eyes and tissue scarring that is at a low level. She was recently diagnosed with dry eyes and treated with medications. The consumer reported that she continues to experience burning, a sensation that something is in her eye, problems focusing and that her eyelid droops and want to close when she lays down. The consumer does not feel the medications are helping her symptoms. Additional information has been requested.